Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a f/u report may be submitted.

Event description:
It was reported by service report that there was battery acid in the battery tray. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.